Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was sticking out and the insulin pump turned off in the middle of the night. The customer¿s blood glucose level was over 300 mg/dl. The customer was treated with insulin pump for high blood glucose level. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.